Event description:
It was reported "balloon would not inflate completely". Additional information states that another iab was inserted into the same insertion site to continue therapy. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in a sealed ziploc bag. Upon return, the one-way valve was tethered to the short driveline tubing. The hemostasis cuff was noted disconnected from the iabc bifurcate; the hemostasis cuff was visually inspected with no damage or abnormalities noted. The hemostasis cuff was reconnected to the iabc bifurcate without any difficulty; no loose connection was noted. The middle and distal portion of the iabc bladder was noted over-wrapped (or considered twisted); the proximal portion of the iabc bladder was noted fully unwrapped. Spots of dried blood were noted on the exterior surfaces of the returned sample. No blood was noted within the helium pathway. The customer submitted photo was reviewed. In the photo, the iabc bladder was not-ed over-wrapped. The bladder thickness was measured at six points with measurements ranging from 0.0060in-0.0064in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was connected to an iabp with a lab inventory 40cc inflation driveline tubing. The iabc was inserted into the "t" tube and 100mmhg backpressure was applied. After the pumping was initiated, the iabc bladder was noted not fully inflating/unwrapping near the distal end of the bladder. The iabc was leak tested in accordance with testing methods from manufacturing procedure. During the leak test, the bladder did not fully inflate. The middle and proximal portion of the bladder had inflated but the distal portion of the bladder would not fully unwrap and was consistent with being twisted. No leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for iab "balloon would not inflate completely" is confirmed. During the investigation, the distal portion of the iabc bladder was noted twisted. During functional testing, the bladder would not fully inflate or unwrap. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the twisted bladder. The probable root cause of the complaint is manufacturing related. A corrective and preventive action has been initiated to further investigate the issue.

Manufacturer narrative:
Qn (B)(4).

Event description:
It was reported "balloon would not inflate completely".additional information states that another iab was inserted into the same insertion site to continue therapy. No patient injury or consequence reported. The patient's current condition is reported as "fine".